Event description:
This rv lead was implanted on (B)(6) 2016. A call to technical services o (B)(6) 2016 noted that rv threshold output was increased and the lower rate limit was lowered to 40. They are seeing spikes every 2 beats that aren't capturing. Revision was schedule on (B)(6) 2016. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).